Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a black display issue. It was reported the patient¿s blood glucose (bg) was 300 mg/dl with polydypsia. This reported bg excursion does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.